Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi." Customer normal range is within 300-400mg/dl in the morning and 400-429mg/dl in the evening. Last 5 blood results in memory: hi, hi, 548mg/dl, hi, 191mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi." Customer normal range is within 300-400 mg/dl in the morning and 400-429 mg/dl in the evening. Last 5 blood results in memory: hi, hi, 548 mg/dl, hi, and 191 mg/dl. No adverse event reported.